Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of voltage changes and a backup battery fault alarm regarding the system controller were confirmed via the provided log files. Two log files were reviewed, collectively containing data that spanned approximately 23 days (13jul2021 ¿ 04aug2021 per time stamp). The pump maintained speeds above the low speed limit while connected to the driveline. The patient¿s voltage values were intermittently observed to be below average while the power module was use, reaching values as low as 13.5 volts. No alarms were associated with the observed lower voltage values. A backup battery fault alarm was also observed on 29jul2021 at 8:47. The alarm appeared transient in nature, as no error codes were observed, and the alarm was observed to have cleared within the next recorded event. No other notable events regarding the system controller were observed. The system controller (serial number (B)(4) ) was not returned for analysis. The root causes of the reported events were unable to be conclusively determined through this analysis. The heartmate ii patient handbook instructs users on how to resolve alarms that sound from their controllers, including alarms associated with backup battery fault conditions. The heartmate ii patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Review of the device history record for the system controller, serial number (B)(4) , showed the device was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that log files were submitted for the patient due to suspected thrombus. The patient¿s controller was changed out; however, no equipment will be returned. Additional information requested in regards to the controller exchange; however, has not been received. The referenced of the patient's thrombosis was reported under MFR# 2916596-2021-04607.